Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage'), fallopian tube perforation ('fallopian tube perforation') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), pelvic pain ("pelvic/ abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse),"), abdominal pain ("pelvic/ abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), urinary tract infection ("bladder/urinary problems : urinary tract infection, vaginal infection"), vaginal infection ("bladder/urinary problems : urinary tract infection, vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, menorrhagia, metrorrhagia, iron deficiency anaemia, fatigue, alopecia and headache outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: date of insertion: (B)(6) 2007 (discrepancy noted). Date of removal: (B)(6) 2016 (discrepancy noted). Date of confirmation test: (B)(6) 2007 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2007: essure confirmation test-(unspecified) results not provided. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-sep-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (batch no. 700544) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid. Concurrent conditions included uterine dilation and curettage and cystoscopy. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pelvic/ abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse),"), abdominal pain ("pelvic/ abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), urinary tract infection ("bladder/urinary problems : urinary tract infection, vaginal infection"), vaginal infection ("bladder/urinary problems : urinary tract infection, vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, menorrhagia, metrorrhagia, iron deficiency anaemia, fatigue, alopecia and headache outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: date of insertion: (B)(6) 2007 (discrepancy noted). Date of removal: (B)(6) 2016 (discrepancy noted). Date of confirmation test: (B)(6) 2007 (discrepancy noted. Date of removal: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2007: essure confirmation test-(unspecified). Results not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: mr received. Lot number was added. Reporter, concurrent condition were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (batch no. 700544) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid. Concurrent conditions included uterine dilation and curettage and cystoscopy. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pelvic/ abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse),"), abdominal pain ("pelvic/ abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), urinary tract infection ("bladder/urinary problems : urinary tract infection, vaginal infection"), vaginal infection ("bladder/urinary problems : urinary tract infection, vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, menorrhagia, metrorrhagia, iron deficiency anaemia, fatigue, alopecia and headache outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: date of insertion: (B)(6) 2007 (discrepancy noted). Date of removal: (B)(6) 2016 (discrepancy noted). Date of confirmation test: (B)(6) 2007 (discrepancy noted. Date of removal: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2007: essure confirmation test-(unspecified). Results not provided. Lot number: 700544, manufacture date: 2009-12, expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage'), fallopian tube perforation ('fallopian tube perforation') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), pelvic pain ("pelvic/ abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse),"), abdominal pain ("pelvic/ abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), urinary tract infection ("bladder/urinary problems : urinary tract infection, vaginal infection"), vaginal infection ("bladder/urinary problems : urinary tract infection, vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, menorrhagia, metrorrhagia, iron deficiency anaemia, fatigue, alopecia and headache outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: date of insertion: (B)(6) 2007 (discrepancy noted). Date of removal: (B)(6) 2016 (discrepancy noted). Date of confirmation test: (B)(6) 2007 (discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2007: essure confirmation test-(unspecified) results not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : new events added : "dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), anemia, breakage/ expulsion : breakage, perforation : fallopian tubes, bladder/urinary problems : urinary tract infection, vaginal infection, fatigue, hair loss, headaches". Patient's demographics were added. Patient's information was updated. Product indication updated. Lab data was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.